Event description:
During a remote follow up, high pacing impedance and a loss of capture was noted on the right ventricular (rv) lead. Lead damage was suspected. During the revision procedure and via diagnostic imaging it was noted the vein was closed distal. The rv lead was left implanted and an additional procedure is anticipated to explant the rv lead. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.